Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard ps open femoral cat#: 184530, lot#: 106180. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2018 - 00745, 0001825034 - 2018 - 00746. Remains implanted.

Event description:
It was reported that the patient is scheduled for revision procedure after total knee arthroplasty due to pain, swelling, femoral component loosening and recalled patellar implant.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left knee arthroplasty. Subsequently, the patient experienced pain, swelling, weakness, stiffness, edema, bloody effusion, femoral component loosening and recalled patellar implant. The patient will undergo a future revision; however, no revision procedure has been reported to date.

Manufacturer narrative:
Concomitant medical products: vanguard ps open femoral catalog#: 184530 lot#: 106180, vanguard ps tibial bearing catalog#: 183640 lot#: 073350, biomet cc cruciate tray catalog#: 141234 lot#: j3884918. Reported event of pain, edema, weakness, stiffness, and limited range of motion was confirmed by review of medical records. Femoral loosening could not be confirmed by x-ray review, but is stated in medical records. Reviewed operative notes from initial left knee procedure. No complications noted. Progress notes dated 2 weeks after implantation indicate patient complications include nausea, pain, and swelling. Physical therapy notes from 2 weeks after implantation indicate left knee weakness, stiffness, edema, mild increased temperature to palpation, pain, and congestion to palpation were noted. Progress notes dated 2 months post-implantaiont indicate patient complications include pain and swelling. No evidence of wear or loosening. Progress notes dated 3 months post-implantation indicate there was a discussion regarding the patella component recall. The patient expressed concern regarding warmth. During left knee exam no warmth noted. Progress notes dated 7 months post-implantation indicate patient complications include nerve related symptoms on lateral aspect of left knee incision and left knee slightly warm. Press fit component femur had some lucency, but appears stable. Progress notes dated 11 months post-implantation indicate patient complication indicate left knee stiffness, swelling, and moderate pain. Range of motion decreased. Left knee aspiration completed and sent for testing. Progress notes dated 11.5 months post-implantation indicate lab results from aspirated fluid were negative for infection. X-ray review determined left femoral component lucency. Assessment notes failed left tka with loose femoral component indicated on x-ray. Final x-ray report, reviewed by third party reviewer, impressions indicate normal appearance of left knee arthroplasty postoperatively without suggestion of hardware complication. It is further noted that there is no sign of radiolocency or femoral loosening. Implant fit and alignment normal. Soft tissue appears normal. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left knee revision due to femoral loosening and concern for a recalled patella approximately 1 year post-implantation. Patient also experienced pain, swelling, weakness, stiffness, bloody effusion, and limited range of motion. No further information has been provided.